Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving a clotted arteriovenous (av) fistula, the tip of a micropuncture transitionless access set¿s wire separated and remained in the patient¿s arm. Upon encountering resistance during insertion of the wire, the physician attempted to withdraw the device; however, the user discovered that the wire had coiled in the vessel and the tip was missing. The wire did not kink, and the device was not advanced through a previously-placed closure device. The patient was taken to the operating room; however, due to the patient¿s health status, the tip could not be removed. Both ends of the vessel were ligated to prevent migration of the wire fragment. The patient was monitored in the intensive care unit overnight. No adverse effects have been reported. It is unknown if the retained wire fragment will be removed. Additional information was received 08sep2025. The vessel in which the wire coiled was a "tortuous, occluded, surgically created, dialysis access outflow vein." Blood return was not noted upon insertion of the access needle, prior to advancement of the wire guide since the vein was occluded. Access was obtained via ultrasound guidance, and the wire was removed through the micropuncture access sheath. A medwatch report was received 17sep2025. The procedure, performed in interventional radiology, was a thrombectomy of an a/v fistula in the right arm. The separated wire fragment remained in the venous outflow tract of the fistula. The user attempted to retrieve the fragment in interventional radiology; however, the wire could not be retrieved. Due to concerns for potential embolization, vascular surgery was consulted, and the patient was taken to surgery for ligation of the brachiocephalic a/v fistula under general anesthesia with intubation. Ultrasound confirmed that the wire fragment remained within the venous outflow tract after ligation, and a doppler confirmed successful ligation of the venous outflow tract, as there was no audible flow distal to the ligation. The patient reportedly developed hemodynamic changes after general endotracheal anesthesia. Because the patient had not received dialysis the day of the event, the surgeon decided to leave the wire fragment in place, as the fistula was doubly ligated and therefore, the fragment could not embolize centrally. Corrected information: d4 = UDI. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire, which was lodged inside the dilator, was unraveled starting at the distal solder joint, approximately 33.7-centimeters from the proximal end. The weld ball was missing from the distal tip of the wire. The distal tip of the dilator was damaged. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional relevant complaints on the final or sub-assembly lots. The product IFU cautions ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy likely contributed to this event. It is possible that advancement of the microwire through the clotted dialysis access outflow vein caused the wire to coil within the vessel during insertion, leading to the reported resistance and subsequent separation. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, d9, h3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 08sep2025. The vessel in which the wire coiled was a "tortuous, occluded, surgically created, dialysis access outflow vein." Blood return was not noted upon insertion of the access needle, prior to advancement of the wire guide since the vein was occluded. Access was obtained via ultrasound guidance, and the wire was removed through the micropuncture access sheath.

Event description:
As reported, during a procedure involving a clotted arteriovenous (av) fistula, the tip of a micropuncture transitionless access set¿s wire separated and remained in the patient¿s arm. Upon encountering resistance during insertion of the wire, the physician attempted to withdraw the device; however, the user discovered that the wire had coiled in the vessel and the tip was missing. The wire did not kink, and the device was not advanced through a previously placed closure device. The patient was taken to the operating room; however, due to the patient¿s health status, the tip could not be removed. Both ends of the vessel were ligated to prevent migration of the wire fragment. The patient was monitored in the intensive care unit overnight. No adverse effects have been reported. It is unknown if the retained wire fragment will be removed. Additional information has been requested.

Manufacturer narrative:
E3: rn, risk manager. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: a5, b5, h6 (annex e). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A medwatch report was received 17sep2025. The procedure, performed in interventional radiology, was a thrombectomy of an a/v fistula in the right arm. The separated wire fragment remained in the venous outflow tract of the fistula. The user attempted to retrieve the fragment in interventional radiology; however, the wire could not be retrieved. Due to concerns for potential embolization, vascular surgery was consulted, and the patient was taken to surgery for ligation of the brachiocephalic a/v fistula under general anesthesia with intubation. Ultrasound confirmed that the wire fragment remained within the venous outflow tract after ligation, and a doppler confirmed successful ligation of the venous outflow tract, as there was no audible flow distal to the ligation. The patient reportedly developed hemodynamic changes after general endotracheal anesthesia. Because the patient had not received dialysis the day of the event, the surgeon decided to leave the wire fragment in place, as the fistula was doubly ligated and therefore, the fragment could not embolize centrally.